Manufacturer narrative:
Returned files are actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a waveone gold primary file broke during use. The outcome of the event is unknown as of this MDR evaluation.